Event description:
It was reported there was underdosing - the pump body indicated 12.3ml of residual fluid, but when the residual fluid in the cassette was removed with a syringe, 21ml remained. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.